Event description:
On 2023-01-30: integrum became aware that an axor ii reportedly lost suspension and the patient experienced a fall on (B)(6) 2023. No further information is yet available, integrum has contacted the responsible cpo and is waiting to receive the unit for investigation. On 2023-04-17: product and report form received from the cpo, with information that the axor ii, (B)(6), fell off while walking. The patient fell, no injuries reported. During technical investigation, the unit passed the functional test in regards to gripping function, the failure could not be replicated. A standard service was performed and the unit will be returned to the customer.

Event description:
On 2023-01-30: integrum became aware that an axor ii reportedly lost suspension and the patient experienced a fall on (B)(6) 2023. No further information is yet available, integrum has contacted the responsible cpo and is waiting to receive the unit for investigation.